Manufacturer narrative:
UDI number: this is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14404 and 2015691-2020-14401. The sheath was not returned to edwards lifesciences for evaluation.  A review of procedural imagery provided showed the following:  the access vessels had presence of calcification and tortuosity; the right access vessel also had an undersized minimal luminal diameter (mld) of 5.3mm. Recommended is 5.5mm for a 14f esheath;  procedural imagery reveals that the crimped valve¿s inflow struts were bent; the crimped valve also has a profile that suggests it was outside of the sheath. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was unable to be performed as no work order was provided.  A review of complaint history on confirmed device complaints (returned and no product returned) from (B)(6)2019 to (B)(6)2020 revealed additional similar complaints for the esheath (all models and sizes) for sheath shaft liner torn.  Available information suggests that patient factors and/or procedural factors may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system and liner torn were both confirmed. A review of complaint history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per report, ¿there was resistance during delivery system insertion. The devices were able to get up in the external iliac and the valve was stuck in the sheath¿. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ patient factors such as tortuosity, calcification, and vessel diameter can create a challenging pathway for delivery system insertion through the sheath. Per procedural imagery provided, the patient¿s access vessel was undersized and had presence of calcification and tortuosity. Calcification and an undersized vessel can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective/preventative has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. The liner tear likely occurred due to excessive device manipulation during advancement and retrieval of the delivery system with the crimped valve. As the device was manipulated to advance the delivery system through the sheath, the valve outflow struts may have bent. With additional manipulation, it is possible that the bent valve struts interacted with the sheath liner, leading to the liner tear. As such, available information suggests that procedural factors (bent valve struts caught on sheath liner, excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.  However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A corrective/preventative was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, there was resistance during delivery system insertion and the valve became stuck in the sheath. The entire delivery system was looped outside of the arterial system as it exited out the side of the sheath.  It was attempted withdraw delivery system, but this was unsuccessful as the valve struts were bent.  A vascular surgery was immediately performed. The patient coded and died.  Per report, the cause of death was due to retroperitoneal bleed.